Manufacturer narrative:
Correction/removal reporting #: 1627487-12192011-003-r. This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported the pt failed to charge her ipg. The ipg was explanted and replaced. The pt reported effective stimulation coverage postoperative.